Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to a leak of solution. This occurred during an unspecified cycle of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that there was no allegation of a loose connection or leak with the homechoice cassette. This device was not involved in the event as previously reported. Should additional relevant information become available, a supplemental report will be submitted.